Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Upon receipt, the bladder was found ruptured in a non-footing position. Since the bladder was returned ruptured, the unit could not be refilled in order to verify the reported condition. Visual examination of the sample did not confirm the reported condition. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port during infusion. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. Visual and microscopic inspections were performed and the unit was found to have a ruptured reservoir (addressed in separate investigation). Since the bladder was returned ruptured, the unit could not be refilled in order to verify the reported condition of "leak at the fill-port". Therefore, the reported leak condition could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.